Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was attrite and the patient was sent to the hospital after receiving inappropriate therapies. Insulation damage was indicated. The physician thought the lead had quality problems. No resolution procedure was recommended. The lead remains implanted. No further information is available.